Event description:
On april 18, 2018 tedec-meiji farma received additional information provided a physician: added information:narrative, laboratory tests, and reported comment. Amended information: adverse event reported (deleted infectious arthritis / added septic arthritis) on (B)(6) 2018: the information provided by the patient was confirmed by the physician. The microorganism isolated in the synovial fluid culture was streptococcus viridans. Then, septic arthritis due to streptoccocus viridas infection was diagnosed. Intravenous antibiotic treatment,according with sensitivity test, was started and was maintained until inflammatory lab parameters became within the normal range (04/18/2018: c-reactive protein: 0.8). Currently the patient is under oral antibiotic treatment and oral antibiotic treatment will be maintained for at least 3 weeks along with rehabilitation treatment. Reporter's (physician) comment: taken into account that no other similar cases have been reported to the manufacturer, it seems this case could be an iatrogenic infection due to contamination through the puncture point. Despite the improvement of the knee movement range got by surgical procedure, performed during admission, the patient is not completely recovered and she is under rehabilitation treatment. Next follow-up information is expected at the end of may 2018. Additional follow-up received on june 14, 2018. Information added: narrative due to knee stiffness secondary to septic arthritis, during admission the patient underwent surgical knee mobilization under general anaesthesia with great improvement of movement range. At present the patient is still ongoing rehabilitation treatment. On (B)(6) 2018, the patient went to traumatology outpatient facilities for a follow-up visit. No sign of infection were observed. Inflammatory lab parameter kept up within the normal range. No further information is expected on this case. Reporter's (physician) comment on june 14, 2018: the patient is almost recovered. Relatedness of drug to reaction(s): medicinal product: adant one - drug reaction assess: application site joint effusion - source of assessment: tedec-meiji farma - method of assessment: k-l algorithm amended - causality assessment: possible medicinal product: adant one - drug reaction assess: septic arthritis - source of assessment: tedec-meiji farma - method of assessment: k-l algorithm amended - causality assessment: possible. Sender's comment: tedec-meiji comment: the causal role of the adant one administration in the events developed cannot be excluded as well as administration procedure. Based on the current available information, the administration procedure and/or arthrocentesis performed seem to be the most probable cause of the adverse events developed.

Event description:
The spontaneous case was reported to tedec-meiji farma on (B)(6) 2018 by a consumer (the patient). This case concerns a (B)(6) -year-old female patient, with a medical history of osteoarthritis of the knee (grade 3-4), varicose veins (surgically treated), postoperative infection, lumbar discectomy (l3-l4) in 1986 and lumbar disc disease (l5-s1) diagnosed in 2005 under medical treatment. On (B)(6) 2018: adant one was administered on the left knee. On (B)(6) 2018: the patient complains of discomfort in the left knee. On (B)(6) 2018: discomfort in the left knee increased and the patient went to the emergency department due to joint effusion in the left knee. A knee arthrocentesis was performed and total of 84 ml of fluid were removed. After arthrocentesis, a bandage was made and analgesic treatment is recommended (unspecified). On (B)(6) 2018: the patient returns to the emergency department where 60 ml of joint fluid were removed from the left knee and she was admitted at hospital. On (B)(6) 2018: articular fluid was again removed from the left knee (volume not specified). On (B)(6) 2018: the patient reports improvement of symptoms. Antibiotic treatment is withdrawn (date of initiation of antibiotic treatment was not provided). On (B)(6) 2018: articular lavage is performed through arthroscopy and antibiotic (not provided) and analgesic treatment with paracetamol, metamizole (nolotil), and dexketoprofen (enantyum) intravenously is started. On (B)(6) 2018: rehabilitation treatment begins with passive extension / bending exercises at 15ºc. At the time of this report, the patient is still admitted and the outcome of the adverse events reported is recovering. Relatedness of drug to reaction(s): medicinal product: adant one - drug reaction assess: application site joint effusion - source of assessment: tedec-meiji farma - method of assessment: k-l algorithm amended - causality assessment: possible. Medicinal product: adant one - drug reaction assess: arthritis infective - source of assessment: tedec-meiji farma - method of assessment: k-l algorithm amended - causality assessment: possible. Sender's comment: tedec-meiji comment: the causal role of the adant one administration in the events developed cannot be excluded as well as administration procedure. Based on the current available information, the causal role of administration procedure and/or arthrocentesis performed in the development of "arthritis infective" cannot be either excluded or accurately assessed.